Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation there were broken wires outside the dn part of cable. The root cause for the damaged cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.